Event description:
Repeated problem with telemetry # 38. Patient changed to another unit and is wearing a holter. The unit is unreliable per clinical engineering, "unit was having drop out". The patient signal would pick up and display on the central monitor and then a straight line would appear. All other channels were functioning properly. Another telemetry transmitter was placed on the same channel with no problems. No patient injury.